Event description:
Reporter indicated that the patient presented with an infection and abscess following the implantation of a vns device. The patient was treated by a home health nurse for 2 weeks and with antibiotics for 3 weeks. The incision was reported to look better following the treatment, and device explantation is not expected.